Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and infusion set had air bubble anomaly. The customer's blood glucose level was unknown. The customer reported that the air bubbles were noticed by customer during therapy. Customer stated that they did not allow for insulin to warm to room temperature prior to filling the reservoir. The reservoir will not be returned for analysis.